Event description:
A peritoneal dialysis patient reported that she had alarms that she could not clear, shut off cycler, disconnected and removed cassette. Upon removal of the cassette, she noticed that there was leaking in the cassette compartment. There is no report of patient ill effect. There is no sample available for evaluation.

Manufacturer narrative:
There was no sample returned to the manufacturing facility for evaluation, therefore, the complaint is deemed as unconfirmed. No further action is required. Event data will be trended per quality data analysis procedure.